Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which the caller followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.